Manufacturer narrative:
**UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
B3 - date of event: occurred between (B)(6) 2017 and (B)(6) 2021. E1 - customer (person): unknown representative from premier research site ID:(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During a retrospective observational post market study, an event involving a cook coda balloon was reported. The patients in the study were treated with a cook coda balloon between (B)(6) 2017 and (B)(6) 2021. A cook coda balloon was used as a molding balloon during a procedure to perform "angioplasty" and expand pre-existing stents. After insertion via the femoral artery access site, the vascular surgeon was able to navigate the cook coda balloon to the intended location. The cook coda balloon was able to be expanded in the intended vessel segment, the inflation volume of the balloon was not specified. It was reported that the balloon "deformed rapidly expanding beyond the limits of the iliac artery suggesting it had ruptured the vessel." No catheter malfunction, balloon rupture, balloon migration, or balloon malposition was reported. The patient did not have an endoleak within seven days of the procedure where the cook coda balloon catheter was used.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation during a retrospective observational post market study, an event involving a cook coda balloon was reported. The patients in the study were treated with a cook coda balloon between (B)(6) 2017 and (B)(6) 2021. A cook coda balloon was used as a molding balloon during a procedure to perform "angioplasty" and expand pre-existing stents for a patient. After insertion via the femoral artery access site, the vascular surgeon was able to navigate the cook coda balloon to the intended location and was able to be expanded in the intended vessel segment. The inflation volume of the balloon was not specified. It was reported that the balloon "deformed rapidly expanding beyond the limits of the iliac artery suggesting it had ruptured the vessel." No catheter malfunction, balloon rupture, balloon migration, or balloon malposition was reported. The patient did not have an endoleak within seven days of the procedure where the cook coda balloon catheter was used. Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Also, medical imaging was not provided for review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU t_codalp_rev3 packaged with the device contains the following in relation to the reported failure mode: "device description the coda and coda lp balloon catheters each consist of two independent lumens. The ¿distal¿ lumen extends the length of the catheter and is used for placement over wire guides. The ¿balloon¿ lumen is used to inflate and deflate the balloon. The balloon is manufactured from a compliant polyurethane material. Particular care should be taken in handling the balloon to prevent damage. The balloon will inflate to the indicated size parameters when utilizing proper volume recommendations. Radiopaque bands are place on the balloon catheter to assist with positioning of the device under fluoroscopy. Intended use the coda and coda lp balloon catheters are intended for temporary occlusion of large vessels, or to expand vascular prostheses. Warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: o damage to vessel wall and/or vessel rupture. O rupture of balloon. ¿ do not use pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 40 mm balloon catheter should not be used in vessels less than 25 mm diameter. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain with the prosthesis. ¿ not for use as a valvuloplasty balloon catheter. Precautions ¿ the balloon is constructed of heat-sensitive material. Do not heat or attempt to shape the catheter tip. ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ do not use after labeled expiration date. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture, or injury balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. Maximum inflation volumes catheter size max. Volume coda-2-10.0-35-120-40 40 cc coda-2-9.0-35-100-32 30 cc coda-2-9.0-35-120-32 30 cc balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard :1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. 4.inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5.if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, cook could not determine a definitive cause for the reported failure with the limited information provided. Vessel dissection, perforation, rupture, or injury is a known inherent risk of using the device per the IFU. In addition, the IFU states, ¿do not exceed maximum inflation volume. Rupture of balloon may occur.¿ it was reported the balloon deformed rapidly expanding beyond the limits of the iliac artery. However, the customer did not provide the inflation volume; therefore, it is not known if the balloon was overinflated. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.